Event description:
Reporter alleged blood glucose measured hi at 5:38 pm back to back with a result of 101mg/dl when testing was performed at 5:45pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.